Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 1996: patient had a surgery for the treatment of pelvic organ prolapse. (B)(6) 1997 - the patient was implanted with a bard/davol "marlex" mesh during a total pelvic repair and urethrovesical suspension with an autologous fascial sling. (B)(6) 2003 - the patient underwent extensive lysis of adhesions, partial excision/manipulation of bard/davol "marlex" mesh, and implant of two non-davol/non-bard mesh devices. Of note, the patient had persistent obstructed defecation with inability to completely eliminate bowel contents. A workup revealed what appeared to be extensive trapping of stool in the lower rectum and sigmoid, secondary to marlex mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient was treated for adhesions. Adhesions is known as a possible adverse reaction listed in the IFU. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.